Event description:
During a hip arthroscopic surgery using a hip pac, disposable, a third portal was created in the peripheral compartment. There was no force on the guide wire and no bending registered on the x-ray during surgery. The guide wire broke with a 3cm piece; 1cm in the joint and 2cm in the capsule. It took 40 minutes extra surgery time to remove it. The patient didn't have any traction on the surgery side during this procedure.

Manufacturer narrative:
Three devices were returned for evaluation and a portion of broken of tip was returned in a separate bag. The parts were visually evaluated and identified to be bent. The parts were evaluated via 40x magnification and the site of the break was observed to be deformed in a manner consistent with excess force and off axis use. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ a device history review could not be performed due to a lot number not being provided. The failure mode is confirmed, the root cause is attributed to user error. No additional action is required. (B)(4).

Event description:
Additional information received stated that all three pieces were removed and they didn't find anything on x-ray. A new portal was being placed at the time of breakage. The patient did not experience any complications. They started rehabilitation according to standard protocol.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).